Manufacturer narrative:
Device evaluation: in quarter 2 of 2019, there was 1 instance of cloudy w/ moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 3 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to moisture ingress. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 3</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cloudy w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 18-40 years of age and between (B)(6) and (B)(6) pounds. Of the reported patients 3 were female.